Event description:
It is reported that the stem implant sat more proud than the trial components.

Manufacturer narrative:
Device eval: no devices were returned for review. The trial of the components is performed on the last femoral rasp used. It is possible that the femoral rasp had worn or dull cutting teeth, causing it to remove less bone than intended and causing the associated final implant to sit more proud than the dull rasp had. The item and lot numbers of the rasp used during the trial were not provided, so the manufacturing date and potential field age could not be determined. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.